Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a loss of stimulation and a loss of therapeutic effect after a fall. The pt has balance issues and fell into an empty bathtub. The pt spent 2 days in the emergency room. The pt was unable to adjust the stimulation. The pt was re-directed to their physician. Add'l info was requested.